Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was seen at his health care provider (hcp) this morning because his ins was getting hot when trying to recharge. He also gets several message on the controller when trying to recharge, like 'software problem' and 'device not found'. To exclude all possibilities and a possible ¿op¿, the hcp wants to replace the full system to see if that affects the ins. A new patient controller and recharger were requested. Patient has been notified that they should call back if replacement of their product does not resolve the issue.